Event description:
Reportedly, the ventricular lead could not be implanted on (B)(6) 2020 because of the difficult anatomy of the patient. Therefore, the subject pacemaker was programmed in aair pacing mode at the end of the implantation procedure. As aida memories were found deactivated the day after, the physician decided to activate it manually.

Manufacturer narrative:
Preliminary analysis revealed that the pacemaker behaved as specified.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the ventricular lead could not be implanted on(B)(6)2020 because of the difficult anatomy of the patient. Therefore, the subject pacemaker was programmed in aair pacing mode at the end of the implantation procedure. As aida memories were found deactivated the day after, the physician decided to activate it manually.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the ventricular lead could not be implanted on (B)(6) 2020 because of the difficult anatomy of the patient. Therefore, the subject pacemaker was programmed in aair pacing mode at the end of the implantation procedure. As aida memories were found deactivated the day after, the physician decided to activate it manually.